Event description:
It is reported that the hinge post extension became loose in the patient's knee joint. The patient was revised with a new hinge post extension.

Manufacturer narrative:
This report will be amended when our investigation is complete.